Event description:
During device preparation in the initial implant procedure, the device, still in its original packaging, was unable to be interrogated via inductive telemetry. Upon investigation the device was found to be in backup vvi (bvvi) mode. The cause of the bvvi was unknown. Another device was used to complete the implant procedure. The patient was in stable condition.

Manufacturer narrative:
Upon receipt, the device was found to be in backup vvi mode. The cause of backup vvi was determined to be due to temperature sensitivity of the integrated circuit (ic) chip. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.